Event description:
The facility stated that the surgeon attempted to implant a cc4204bf plate collamer lens. The lens tore prior to insertion into the eye. No pt injury. It was unk what caused the lens to tear. The injector model that was used was a indigo-p and the cartridge model that was used was a sfc-25 fp. The facility was unable to provide the injector and cartridge lot numbers.